Event description:
Caller reported a cartridge alarm 20 issue. There was no adverse impact to the customer's blood glucose level. Caller resolved the issue independently and successfully resumed insulin use.